Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose value of 440 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 for dka after experiencing nausea and vomiting. Troubleshooting was performed and nothing will be replaced or returned.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08720 inches. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked electrical board keypad connector. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).